Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2006. The patient experienced pain, urinary retention, dyspareunia and erosion of her internal bodily tissue and other injuries, and she has undergone additional procedures, including a surgical procedure to remove eroded mesh on (B)(6) 2010.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy and bladder tack due to stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a laparoscopic hysterectomy. The patient was treated for urinary tract infection, gastroenteritis, hypokalemia on (B)(6) 2010.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4): this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01372. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 05/12/2016. It was reported that patient underwent mesh revision on (B)(6) 2010 by dr. (B)(6) due to pelvic pain with dyspareunia and mesh erosion.

Event description:
It was reported that patient underwent mesh revision on (B)(6) 2010 by dr. (B)(6) due to pelvic pain with dyspareunia and mesh erosion.